Manufacturer narrative:
The reported complaint of user advisory - ua41 (patient temperature sensor failure) error message on the autopulse platform (serial #(B)(6)) was not confirmed during functional test but confirmed during archive data review. Initial functional testing passed without any fault error. The returned autopulse platform performed as intended. Related to the reported complaint, a cracked front enclosure and unrelated to the reported complaint, damaged load plate cover were observed on the returned autopulse platform during visual inspection. These types of physical damages was likely attributed to wear and tear and/or mishandling. The front enclosure and load plate cover were replaced. Also, stiff manual rotation of drive shaft due to a sticky clutch was observed. The sticky clutch was likely attributed to wear and tear. Deburring was performed to remedy the sticky clutch. The autopulse platform was manufactured in september 2013 and it is nearly 7 years old, well past beyond its expected serviceable life of 5 years. During archive data review, no ua41 was recorded. Thus, not confirming the reported complaint. As a precaution, the temperature sensor was replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Load cell characterization test passed. The autopulse platform passed all the functional tests.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message and cracked black cover. No patient involvement.